Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during deployment of a transfemoral transcatheter aortic valve replacement procedure with a 29 mm sapien 3 valve, the commander delivery system balloon burst during deployment and the valve embolized. During inflation, the balloon ruptured, and blood was observed in the syringe. The valve was not able to be fully deployed and remained approximately 20-30% expanded. The delivery system could not be withdrawn through the partially deployed valve despite multiple attempts. While attempting to maintain wire and valve position during removal, the valve embolized to the descending aorta. Contralateral access was obtained, and a wire was advanced through the embolized valve. A 28 mm true balloon was then advanced over the wire and used to fully deploy the 29 mm valve in the descending aorta. Following this maneuver, the delivery system was removed and a new 29 mm sapien 3 valve was implanted. The patient remained in stable condition at the end of the procedure. No patient injury or major vascular complications were reported.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual examination, it was observed that the inflation balloon was damaged at the proximal side of the working length. Due to the nature of the complaint event, no applicable functional testing was performed. The complaint was confirmed through visual examination. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements met the specification. Regarding the difficulty withdrawing, there was no applicable dimensional testing. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient anatomy was provided and it was observed that calcification was present in the landing zone. The complaints for balloon leak and difficulty withdrawing were confirmed based on evaluation of the returned device. In this case, review of the anatomical imagery that was provided revealed calcification within the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was damaged, the altered balloon profile may have made it more susceptible to catching on the thv during withdrawal from the partially deployed valve, contributing to resistance, the reported withdrawal difficulty, and the resulting valve embolization. As such, available information suggests that patient factors (calcification) may have contributed to the reported balloon damage and subsequent leak, while procedural factors (damaged balloon) may have contributed to the reported withdrawal difficulty and subsequent valve embolization. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.